Event description:
Healthcare professional reported "a patient has strattice in a wound bed. The strattice is completely exposed." The status of the graft tissue is unknown.

Manufacturer narrative:
These events are being reported as serious injuries due to the reported "strattice is completely exposed." The lot associated with this event was not reported and remains unknown; therefore a review into the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information, and without relevant patient factors, a relationship between the event and the strattice could not be determined. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.